Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. During eval of the returned pressure guidewire, it was observed that the pressure sensor was intact but the tip coil was stretched out just distal to the sensor housing. It was noticed that the corewire was broken at about 0.35 cm from the distal end and the broken piece was still attached to the dome and the tip coil. The other half of the corewire was still attached to the sensor and was measured to be about 2.55 cm long. No pieces of the corewire or any other parts were observed to be missing. The manufacturing documentation for this device was reviewed. The device met all quality and manufacturing release criteria. To date, no other reported complaint have been reported for this failure mode within this lot.

Event description:
It was reported that during manipulation of the pressure guidewire, the coil was stretched. A new pressure guidewire was used to complete the procedure. The doctor requested to have the wire inspected for any missing or broken piece. The lesion was #6, 7 and 8 with 50% occlusion and little tortuousness. No resistance was felt at anytime during the procedure and the device was not stuck in any lesion or stent. No pt injury or adverse events reported and the pt was released to the hospital according to the original treatment plan and was reported to be in stable condition. The pressure guidewire was received by the MFR and during eval, it was observed that the corewire was broken.